Event description:
Per the clinic, the patient experienced device-related infection with chronic biofilm formation. The patient also required multiple MRI procedures and was unable to tolerate head wraps due to chronic pain. Subsequently, the device was explanted on (b)(6 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the location of the infection was likely overlying the magnet or coil area. Correction a2: the correct date of birth for the recipient is (B)(6) 1983, not (B)(6) 2983 as previously reported.